Event description:
Customer states that the device produced a result of lo after inserting a clean, undosed strip. No action was taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.